Event description:
The customer reported to beckman coulter (bec) that there was a leak of blue cleaner fluid after shutdown on the coulter lh 750 hematology analyzer. The volume of the leak was reported as two tablespoons and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. Patient results were not impacted. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the universal power supply (ups) and found no corrosion or evidence of any damage to the ups reported by the customer. The fse observed the instrument power was on when he arrived on site and the customer had placed the instrument in shutdown mode. The fse performed a startup on the instrument. Once the startup was completed, the fse observed an active leak of clenz from the feed through fitting 161 (ff161). The fse replaced the tubing at ff161 to resolve the leak. The failure mode for the leak was related to the tubing at feed through fitting 161 (ff161). (B)(4).